Event description:
It was reported that this inflatable penile prosthesis (ipp) was malfunctioning and would not deflate, therefore, it was not implanted. A new ipp was used to complete the surgical procedure. There were no patient adverse effects in relation to this event. No more information is available at the moment, additional information will be provided as it becomes available.